Event description:
It was reported that the patient was experiencing high blood glucose levels and treated with insulin bolus injections, after two days the patient was admitted to emergency room on (B)(6) 2026 with influenza and elevated blood glucose levels and diabetic ketoacidosis. During hospitalization the patient experienced symptoms of headache, nausea, vomiting, dry mouth, malaise and pain at all points and the patient was treated with insulin via intravenous drip, antibiotics and chinese medicines. After spending six days in the hospital the patient was discharged.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.